Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has been having surgery every 6-8 weeks and radiation every 4 months for the last 1.5 years (not related to mdt device). The patient reported the last time she went in for surgery her device was not catching up like it should. She felt intermittent stimulation. The patient stated she was at 2.7 and was not feeling any stimulation so she increased to 3 and was able to feel the stimulation again. The patient stated she then lost the stimulation so she increased her stimulation up to 3.5 but decided it was too high for her so she decreased it back down to 3.1. The patient stated she was currently feeling stimulation. There was no fall or trauma reported that could be related to this event. The patient wanted to know if her surgeries or radiations could have caused the intermittent stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.